Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. Patient was asymptomatic. Programming changes were made. No further issues were noted.

Event description:
New information received notes that another instance of post-paced t-wave oversensing on the ventricular channel was observed via remote transmission. Patient was asymptomatic. Programming changes were made. Patient was stable.

Event description:
New information received notes that another instance of non-sustained lead noise due to post-paced t-wave oversensing was observed via remote transmission. Patient was asymptomatic. Programming changes were recommended.